Event description:
It was reported that the patient with this right ventricular (rv) lead experienced multiple ventricular tachycardia episodes that were successfully treated with shock therapy. Following one treated episode, a signal artifact monitor (sam) episode was observed. The system displayed yellow alert for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. Device interrogation confirmed normal lead measurements. The lead remains in service. No adverse patient effects were reported.